Event description:
One comployee experienced a reaction to the exam gloves after 15 mins of use. She experienced red welts on neck, back, face & throat. Also felt slight throat tightness. She removed & changed her lab coat and washed her hands for 15 mins without relief. Went to emergency room and rec'd an unknown dose of benadryl parenterally with good symtomatic relief.